Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information from the field representative revealed that the lead was dislodged by the physician during a procedure trying to explant another lead. The issue was solved implanting a new rv lead. No additional adverse patient effects were reported. The lead is not expected to return.